Event description:
It was reported to philips that the system gave an alert indicating the host computer was unable to communicate with the flexvision computer within 105 seconds which can impact a full system boot. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely in response to the alert: "rmt - flv: host pc is not able to communicate with the flexvision pc within 105 seconds. Upon troubleshooting, the rse found that after this alert, the system continued operating normally without any errors, and the customer did not report further issues. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.